Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results on two patient samples using a vitros 5600 integrated system. Patient 1 vitros result 1.46 versus expected <0.12 (<url, url =0.034 ng/ml). Patient 2 vitros result 0.316 versus expected 0.017 (<url, url =0.034 ng/ml). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result for patient 1 was reported to a physician who treated the patient based on the reported vitros result. After further sample draws were tested with results <url, the physician requested that the initial sample was repeated. A corrected result was issued for the sample. There were no allegations of patient harm as a result of this event. The non-reproducible, falsely elevated tropi es result for patient 2 was produced after the sample was initially tested on an alternate vitros 5600 system where the sample result was <url. The >ami result for patient 2 was not reported to a clinician and there were no allegations of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples processed on a vitros 5600 integrated system. Root cause for patient 1 could not be determined, but inappropriate sample processing could not be ruled out as a contributing factor. Root cause for patient 2 was determined to be an instrument related issue due to an unacceptable precision test produced prior to analyzer service.